Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not illuminating the leds was confirmed via investigation of the returned mpu. The mpu (serial number: (B)(6)) was returned to the european service depot in unremarkable physical condition. The mpu booted up as intended, but it was noted that the leds did not illuminate as intended, confirming the reported event. It was found that the led overlay label had been placed incorrectly, preventing the leds from being visible. The label was replaced. After the replacement, the unit was able to function as intended. The unit passed all functional testing, preventative maintenance was performed, and the unit was returned to the rental pool. No log files were submitted for review. It was reported that the unit had been serviced on 15oct2025. The test documents from this service were reviewed, and it was revealed that the mpu had passed all steps of the functional testing, including the led illumination step. The root cause of the leds not illuminating was determined to be due to the misplaced label; however, the root cause of the misplaced label was not able to be determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the leds on the mobile power unit (mpu) did not flash anymore. It was noted that last sufficient maintenance was in (B)(6) 2025.